Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, the entire tip and threading is observed to be broken off. A device history review was performed for reported lot 2304007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. All product was visually inspected, the tips were verified to be properly molded and no damage or other defects within the tip or luer threading were observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues related to the reported event were found. Without the device we cannot identify if there was any damage within the tip that may have resulted in the product breaking as seen within the photo. Based on the available information and given the device records did not identify any failures related to this incident; we are not able to determine a root cause related to our manufacturing process at this time. It is important to ensure the proper threading and force is applied when engaging the device to avoid any damage. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.

Event description:
On three separate occasions, between the dates stated above, (B)(6) 2023, (B)(6) 2024) the luer end of a 30ml bd plastipak syringe in use on a bodyguard t syringe pump sheared off. The luer lock tip separating from the barrell of the syringe causing medication to leak out. Additional information: 2. Has there been any patient impact (serious injury, medical intervention, change of treatment required) for three different occasions? There was no patient impact ¿ in each case the situation was either detected quickly or before the there was any impact on the patient i.e. They required additional medication.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.